Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status. The biomedical engineer (bme) responded that the part was ordered and that once received, repair would be completed. However, multiple follow-up attempts were made with no response from the customer. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator was not responsive to touch commands. The device was not in clinical use. There was no report of harm. There was no patient or user impact. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The bme reported the device did not pass calibration attempts. The rse advised a touchscreen replacement pre the v60 service manual recommendation and provided the customer with the part details for order.